Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 598 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she had changed her infusion site three times after her blood glucose levels elevated, but she did not change the tubing or the reservoir. No insulin was observed exiting the tubing during the prime test. After examining the reservoir, it was found that insulin was leaking at the o-rings. It was also found that the customer was not performing a fixed prime when changing her infusion site. The proper priming technique was explained to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.